Manufacturer narrative:
A ge service rep performed an on-site investigation. The system software was reloaded. The system was the found to be operating as intended.

Event description:
The customer reported the system was "hanging up" (or locking up). There is no report of pt injury.